Event description:
It was reported that after a bladder scan revealed approximately 900cc of urine a foley catheter was ordered to be placed inside the pt. Two nurses were at the bedside during the procedure. Sterile technique is reported to have been used. Upon insertion of a 14 fr 5cc balloon there was immediate urine return. However, when inflation was attempted slight resistance was experienced. At this time the 10cc inflate the balloon was removed. An additional rn was called to the bedside to assist in the procedure. The foley was manipulated and urine drainage was noted. The foley was inflated at that time. Minimal urine drainage was noted after inflation. The clinical resource nurse was called to the beside to assess the situation. The urinary catheter was deflated and lubricant was placed at the tip of the urethra. At this time the foley fell our of the pt. Upon removal of the catheter it was noted the balloon had burst with no missing pieces. A urologist was consulted and a new catheter was placed under guidance of ultrasound using a scope. No injury to the pt reported.

Manufacturer narrative:
(B)(4). Received 1 used foley catheter with a syringe still attached to the inflation arm. Visual inspection noted that the balloon had ruptured. No pieces of the balloon appear to be missing. Per functional evaluation, using a needle syringe, inserted water into the inflation lumen of the shaft and out of the inflation eye easily with no obstruction. Measured diameter shaft of the catheter and found the catheter was within the specification. The reported event is inconclusive due to poor condition of the returned sample. The device history record was reviewed and found. The manufacturing process indicates the process is capable of producing this type of defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a follow up report will be filed. Section a through d- the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.